Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2021 wherein the entire scs system was explanted. No new products were implanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03224. It was reported that the patient experienced ineffective stimulation. Imaging revealed lead migration. Reprogramming was attempted but was unable to restore stimulation therapy. As a result, surgical intervention may take place at a later date to address the issue.